Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a whitish foreign material was found inside the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device could not be determined. It was unknown whether there was deviation from IFU in reprocessing steps for the area where the foreign material remained. No physical damage was confirmed on the area where the foreign material remained. Additional information received from customer suggest that the most probable cause of white foreign material inside channel is simethicone used during procedure. Simethicone is compatible for human, but the white foreign material adhered in channel may reduce the efficacy of the reprocessing. The suggested events may be detected and prevented by handling device in accordance with the following instructions for use (IFU). IFU states detection methods in cf-hq1100dl/I operation manual "chapter 3 preparation and inspection" IFU states prevention measures in cf-hq1100dl/I reprocessing manual "chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.